Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter tip could not be confirmed from the fifty representative 24g insyte autoguard units that were received in sealed packaging from lot #3066132. A visual observation of the returned samples revealed no damage or defects. A functional test was completed, which showed that the needle tip penetration force, catheter tip penetration force, and catheter drag force were within specification. The affected units were not provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. An additional lot number was provided in this complaint for material number 381511. Lot # 3066132, mnf date 09 apr 2023, exp date 28 feb 2028.

Event description:
It was reported that bd insyte-n autoguard winged catheter tip shreds. The following information was provided by the initial reporter: 1. The insyte-n autoguard 24 g catheter tip may shred. 2. If the tip of the catheter shreds, the catheter cannot be used and another needlestick will be necessary. This catheter is used for neonates, in which vascular access is often challenging, and catheter insertion may be painful for the patient.